Manufacturer narrative:
A boston scientific crm technical services (ts) consultant discussed the device would not pause pacing unless it was oversensing. Ts recommended checking for evidence of noise. Additional information was received indicating an invasive procedure was performed and the rate/sense portion of this lead was capped due to oversensed noise resulting in pacing inhibition. A decrease in pacing impedance measurements was noted at the time of the procedure. A new/rate sense lead was successfully implanted and the shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) and this chronic implantable defibrillation lead exhibited pauses in pacing following implant. It was also noted that pauses in pacing were noticed with the previous device at the change-out procedure. The local area sales representative inquired if the device would purposely pause pacing. To date, there have been no reported patient symptoms associated with this clinical observation.